Event description:
The physician was attempting to implant a resolute integrity rx drug eluting stent in the mid rca which was reported to be at an acute angulation and tortuous. The lesion was pre-dilated. The resolute was initially unable to cross the lesion and removed successfully. A new guidewire was utilized as a buddy wire and placed successfully across lesion. The resolute was again attempted and unable to cross lesion. As the resolute was being removed from the guide, the stent dislodged and remained in the proximal section of the rca (between ostium and first angulation in vessel). The stent remained on the wire. An nc balloon was introduced and wired through the dislodged stent. The resolute stent was deployed in prox rca, proximal to the first bend and target lesion. Nc balloon advanced to lesion and inflated. Two additional (shorter) des were successfully deployed over target lesion and case completed successfully. Patient tolerated well the procedure and was discharged from hospital later that day without complications.

Manufacturer narrative:
Results: stent dislodgement. Tortuosity of vessel has most likely contributed to the stent dislodgement. Device or procedural images not provided for review. Conclusion: stent dislodgement. Tortuosity of vessel has most likely contributed to the stent dislodgement. Device or procedural images not provided for review. (B)(4).